Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse communicated with the robotics coordinator and was told that after the bed was reconnected there were no issues. The hospital completed the cases that day with no other issues.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the surgeon lost control of the universal surgical manipulators (usm). The issue occurred at the same time the system unpaired from the trumpf table. The system unpaired from the trumpf table due to a loss of trumpf table power. The system faulted with recoverable error 25921 and the usms seemed to pull forward on their own. There was no injury to the patient. The customer plugged the trumpf power cable back into a working wall outlet, recovered the fault, paired the system to the table, and completed the robotic portion of the procedure with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon's head inside of the high-resolution stereo viewer, while trying to manipulate the instruments. The issue occurred while dissecting the uterus. There were no external collisions. The issue occurred persistently.